Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited inadequate capture. The lv lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.